Manufacturer narrative:
(B)(4).

Event description:
It was reported that the right atrial lead exhibited noise and low pacing impedance; an insulation anomaly was suspected. The patient was asymptomatic. The lead was capped and replaced on (B)(6) 2016 during routine device change out procedure. The patient's condition was good post procedure.